Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. Serial #: unknown, not provided. Catalog #: a complete catalog # is unknown as the serial number was not provided. UDI#: UDI # is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If implanted; if explanted; give date: unknown, not provided. The intraocular lens (iol) is not returning for evaluation. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the lens not being appropriate for the patient. The event was not due to a product issue. The lens was replaced with a multifocal lens, a model zlb00 22.0 diopter. No patient injury reported. No further information was provided.